Event description:
Customer reports 3 lv5 infusors overinfused. Report states 1 unit infused 14 hours "earlier than normal infusion time." No details regarding 2 other reported units. No pt injury reported.

Event description:
Customer reports 3 lv5 infusors overinfused. Report states 1 unit infused 14 hours "earlier than normal infusion time." No details regarding 2 other reported units. No pt injury reported.

Event description:
Customer reports 3 lv5 infusors overinfused. Report states 1 unit infused 14 hours "earlier than normal infusion time." No details regarding 2 other reported units. No pt injury reported.